Event description:
In 2008, the patient reported that he has had several "vials of insulin spill inside" his infusion device. He stated that two cartridges had been spilled into the infusion device and an e10 (cartridge) error was displayed. The patient was instructed to remove the current insulin cartridge from the infusion device. He was then assisted with retracting the piston rod and he was instructed to clean the insulin from the cartridge compartment with a cotton swab. He then reinserted the insulin cartridge and primed the infusion tubing without error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.